Event description:
It was reported that the patient was experiencing inadequate stimulation and was feeling tension from the anchor site to the ipg pocket. The patient underwent a revision procedure wherein the fifty-meter lead was replaced with a seventy-meter lead and the ipg was repositioned. There was no device malfunction suspected. The patient was doing well postoperatively, and the explanted lead was not returned per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred three days prior from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 29783153; product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: (B)(4).